Event description:
It was reported to adac that the source to skin distance was incorrect prior to dose computation. The user stated that they had a plan with multiple trials and when they entered the plan, all of the trials had the same source to skin distance's. No injuries were reported as a result of this issue.